Event description:
It was reported that when using the bd pyxis¿ es server, patients and orders were not crossing to the stations and server. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that patient information and orders were not crossing to the stations and server. The technical support specialist (tss) identified server disconnect and rebooted the station. The system functioned as intended after the technical support specialist troubleshooted the issue.